Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had change sensor alarm and calibration error alarm. Customer's blood glucose at time of incident was 142 mg/dl. The customer stated that bad sensor alert occurred after a 2nd consecutive calibration error. The customer was advised and discussed timing of calibrations leading to alert and calibration protocol. The customer was advised to removed and change out the sensor. The customer was advised that we are sending replacement sensor.